Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.010.229, lot: l310398, manufacturing site: werk hägendorf, release to warehouse date: 22 february 2017, expiration date: n/a, supplier: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the interior of the sleeve shows damage by use, and a severe scratch that pulled out a piece metal. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces while usage of the device. A functional test cannot be performed without mating device, therefore the investigation cannot draw any conclusion for the unable to assemble condition. A dimensional inspection was unable to be performed due to the condition of the complaint. The overall complaint was confirmed as the observed condition of the protect sleeve 15.5/13.7 l122.5 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Drawing/specifications reviewed the source controlled drawings reflecting the current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: updated medical device problem code device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported during a procedure on (B)(6) 2024, while drilling with the 13mm entry drill bit the surgeon noticed extra resistance within the protection sleeve. When the drill bit was removed the inside of the protection sleeve looked visibly damaged. A piece of metal had broken off inside the cannulation of the drill guide. Surgery was not delayed. This report is for one (1) 13mm protection sleeve-short this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.